Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated. This report is report is being submitted to correct the following fields: date of event (b3) in section b, adverse event/product prob.

Event description:
It was reported that this system had loss of capture (loc) for its left ventricular (lv) lead. Technical services (ts) was consulted and discussed the troubleshooting that was performed at the time as well as the possible causes. No cause has been established or provided at this time. This device remains in service. No adverse patient effects were reported. Additional information from the field indicates this cardiac resynchronization therapy defibrillator (crt-d) remains in service, with the associated lv lead been an attempted implant and a new lv lead implanted instead. No adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this system had loss of capture (loc) for its left ventricular (lv) lead. Technical services (ts) consulted and discussed the troubleshooting that was performed at the time as well as the possible causes. No cause has been established or provided at this time. This device remains in service. No adverse patient effects were reported. Additional information from the field indicates this cardiac resynchronization therapy defibrillator (crt-d) remains in service, with the associated lv lead been an attempted implant and a new lv lead implanted instead. No adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this system had loss of capture (loc) for its left ventricular (lv) lead. Technical services (ts) was consulted and discussed the troubleshooting that was performed at the time as well as the possible causes. No cause has been established or provided at this time. This device remains in service. No adverse patient effects were reported.